Manufacturer narrative:
H11: livanova field service representative in charge returned at customer's facility and in order to solve the issue the cp5 drive motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed. Since the date of the event is september 5th, in this date the following error was stored in the log files: 05.09.24*11:47:53.415 18=obsrv 1c1h=runaway peak 000ah which confirms what the customer reported, therefore a pump speed different from the set value. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Pump speed faster than expected could be due to hand crank not turning off the pump itself. However, based on the evidence that had to lead to the replacement of the entire cp5 drive unit, it cannot be ruled out that the most likely root cause is related to a defect in the board that controls the motor.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 console centrifugal pump stopped due to run away error during a procedure. The medical team was able to finish case. There is no report of any patient injury

Manufacturer narrative:
. H11: livanova deutschland manufactures the s5 console. A livanova field service representative was dispatched to the facility to investigate the device and the fse downloaded the report of the pump control panel the fse suggested replacing the drive motor and shaft angle encoder the problem coming back. At this time customer did not want parts replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.